Event description:
Adverse event: interrupted procedure. Malfunction: inaccurate surgery progression displayed on laptop. A technician reported that during treatment of pt's right eye, the footswitch was released at 58%, but the laptop display showed treatment progress of 100%. There is no report of pt/user harm related to this issue.

Manufacturer narrative:
Determination of root cause: assessment: the territory manager (tm) during phone fix advised the site to press the laser footswitch again to continue treatment and that it is a known issue, but it only affects the display. Conclusion: the root cause of this event is there can be a difference in the progression of surgery between the laptop computer and the laser lcd screen. (B) (4)